Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed that the angle wire fluid damage, the segment fluid damage, the down pulley wire fluid damage, the objective lens fluid damage, the laser cut filter fluid damage, the distal body broken, the forward body frame corroded, the nozzle gluing missing, the operation channel (primary) leak, the r/l lock knob malfunction, the remote control buttons disinfections damage, the air nozzle sharp, the water nozzle sharp, the bending rubber gluing discolored, and the left pulley wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.